Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. The following batches were produced for the germany market: j34830, l16816, m32654, m61542, n15773, n15774, n59790, n71239, q01104, r44758, r44759, s00640, s16663, si6669, s37617, s85738, s91704, t11466c, t34851, t48949, t61197, t65612, t65615, t78912 and w24813 there were no quality issues identified in these batches. Complaint confirmed: no.

Event description:
I removed the wrap and had 3 blisters that opened/3 burn blisters [burns second degree], visible as scar tissue [scar]. Case narrative: this is a spontaneous report from a pfizer-sponsored program brand websites for devision consumer healthcare germany from a contactable consumer. This female consumer of unknown age started to receive thermacare heatwrap (thermacare heatwrap) from unknown date for unknown indication. Medical history and concomitant medications were not reported. Consumer stated "I used thermacare heatwrap for my back and wore it during work, in the evening I removed the wrap and had 3 blisters that opened. Enclosed I send you a photo of my injury." In the picture 3 burn blisters were shown. Upon follow-up received from the consumer on (B)(6) 2019, it was reported the burn blisters had healed, but a visible as scar tissue. Action taken in response to the event of the product was unknown. The outcome of the event burn blister was resolved with sequel. The outcome of the event scar was unknown. According to product quality complaint group, the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. The following batches were produced for the germany market: j34830, l16816, m32654, m61542, n15773, n15774, n59790, n71239, q01104, r44758, r44759, s00640, s16663, si6669, s37617, s85738, s91704, t11466c, t34851, t48949, t61197, t65612, t65615, t78912 and w24813 there were no quality issues identified in these batches. Complaint confirmed: no. Follow-up (23apr2019): new information received from product quality complaint group included: investigational results. Follow-up (03may2019): new information received from a contactable consumer includes: event outcome and reaction data (additional event of scar). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of burns second degree and scar as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree and scar as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. The following batches were produced for the germany market: j34830, l16816, m32654, m61542, n15773, n15774, n59790, n71239, q01104, r44758, r44759, s00640, s16663, si6669, s37617, s85738, s91704, t11466c, t34851, t48949, t61197, t65612, t65615, t78912 and w24813 there were no quality issues identified in these batches. Complaint confirmed: no.

Event description:
Event verbatim [preferred term] I removed the wrap and had 3 blisters that opened/3 burn blisters [burns second degree] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program brand websites for devision consumer healthcare germany from a contactable consumer. This female consumer of unknown age started to receive thermacare heatwrap (thermacare heatwrap) from unknown date for unknown indication. Medical history and concomitant medications were not reported. Consumer stated "I used thermacare heatwrap for my back and worn it during work, in the evening I removed the wrap and had 3 blisters that opened.enclosed I send you a photo of my injury. In the picture 3 burn blisters were shown. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to product quality complaint group, the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. The following batches were produced for the germany market: j34830, l16816, m32654, m61542, n15773, n15774, n59790, n71239, q01104, r44758, r44759, s00640, s16663, si6669, s37617, s85738, s91704, t11466c, t34851, t48949, t61197, t65612, t65615, t78912 and w24813 there were no quality issues identified in these batches. Complaint confirmed: no. Follow-up (23apr2019): new information received from product quality complaint group included: investigational results. Company clinical evaluation comment based on the information provided, the event of "burns second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Removed the wrap and had 3 blisters that opened/3 burn blisters [burns second degree]. Case narrative: this is a spontaneous report from a pfizer-sponsored program brand websites for division consumer healthcare (B)(4) from a contactable consumer. This female consumer of unknown age started to receive thermacare heatwrap (thermacare heatwrap) from unknown date for unknown indication. Medical history and concomitant medications were not reported. Consumer stated: "I used thermacare heatwrap for my back and worn it during work, in the evening I removed the wrap and had 3 blisters that opened.........enclosed I send you a photo of my injury.....". In the picture 3 burn blisters were shown. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.